Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 10 mg/ml at 4,994 mg/day and catapresan 75 mcg/ml at 37,458 mcg/day via an implantable pump. It was reported that the logs and report were attached. According to the logs, service code 529 "caution: the pump motor has been blocked and restarted. This may be due to an MRI scan". Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the patient did not have magnetic resonance imaging (MRI) since the pump was implanted and the 529 code did not correspond to the date of an MRI. No actions/interventions were taken to resolve the 529 code. The hcp and facility associated with the 529 code were provided.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that implant date for the pump was (B)(6) 2020. The serial number of the patient's pump was also provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.